Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the alarm suspension and event summary buttons are damaged. The rubber is torn. The remote service engineer (rse) evaluated the device remotely. It was determined that the reported issue was due to a malfunction of the front panel. However, the customer was informed that service could no longer be completed on the unit as the device had reached its end-of-life (eol). The heartstart mrx device and all associated service/support was discontinued on 31-dec-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the front panel. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end-of-life terms and the device remains at the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.